Manufacturer narrative:
H11: three (3) actual devices were received for evaluation. Visual inspection was performed, and it was noted that dark particulates were identified on the spike flange of sample 1 and dark particulates were identified on the white inlet connector of samples 2 and 3. The reported condition was verified. The cause of the condition is determined to be related to variations of the manufacturing and/or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix vented micro-volume inlets had particulate matter in an unspecified location. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.